Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the device failed self-test. There was no patient involvement. Multiple attempts were made to obtain the device evaluation, repair, and operational status with no approval from the customer. No further information was provided. The reported issue could not be confirmed since no information was received. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. As the device was not available for evaluation, the root cause for the reported issue remains unknown. No additional details regarding the reported issue and its resolution is available. The device remains at the customer site. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that self-test failed with ECG error. Patient involvement information is currently unknown, but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that self-test failed with ECG error. Device is outside of clinical use. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Updated contents: the dfm100 assy processor s/n: (B)(6) was returned for lab testing. The problem "self test not pass ¿ ECG error¿ was not verified in lab testing. The pca passed all tests during op check and general testing. The reported issue and root cause could not be confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. As the device was not available for evaluation, the root cause for the reported issue remains unknown. No additional details regarding the reported issue and its resolution is available. The device remains at the customer site. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Health impact code grid: him-gen-24-insufficient health impact information. Updated contents: the dfm100 assy processor s/n: b9621420621 was returned for lab testing. The problem "self test not pass ¿ ECG error¿ was not verified in lab testing. The pca passed all tests during op check and general testing. The reported issue and root cause could not be confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. As the device was not available for evaluation, the root cause for the reported issue remains unknown. No additional details regarding the reported issue and its resolution is available. The device remains at the customer site. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that self-test failed with ECG error. Device is outside of clinical use. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.